Event description:
During a geniculate artery embolization (gae) procedure to reduce swelling in my arthritic knee, the celt arterial closure device had an issue with the footplate which resulted in a tear of the femoral artery on my left leg. I underwent emergency bypass surgery the same day.